Event description:
The report received from the affiliate indicates that during a diagnostic procedure via a radial approach, the catheter became kinked during manipulation. It is unk if a guidewire was being used to support the catheter during this manipulation. As per the affiliate, the physician then inserted an unk guidewire into the catheter to straighten the kink, and perforated the end of the catheter. The distal end of the catheter then separated in the pt. The surgeon recovered the separated segment from the pt without any adverse sequelae to the pt. It is not known the length of the segment that separated from the catheter after being perforated by the guidewire. No add'l pt or procedural info has been forthcoming despite multiple requests. The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.